Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of approximately 200 mg/dl, 100 mg/dl and 200 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that he took 500 mg of metformin and 5 mg of glyburide about 1 hour prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.